Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. The helix was retracted and there was dried blood/tissue within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 300mm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic fatigue damage. Analysis concluded that the clinical observations of loss of capture and out of range impedance measurements were likely caused by the confirmed fracture.

Event description:
It was reported that this patient went to the emergency room (ER) for symptoms of pre-syncope and light-headedness. It was found that there was a fracture of this right ventricular (rv) lead which caused loss of capture (loc), pacing impedance measurements greater than 3000 ohms, noise, and five seconds of asystole while programmed in bipolar. An x-ray and pocket manipulation testing were performed. This lead was explanted and replaced with a new rv lead. No additional adverse patient effects were reported. As of today, this product has not been returned to boston scientific for further investigation. Later, this product was received by boston scientific and further analysis was conducted.

Event description:
It was reported that this patient went to the emergency room (ER) for symptoms of pre-syncope and light-headedness. It was found that there was a fracture of this right ventricular (rv) lead which caused loss of capture (loc), pacing impedance measurements greater than 3000 ohms, noise, and five seconds of asystole while programmed in bipolar. An x-ray and pocket manipulation testing were performed. This lead was explanted and replaced with a new rv lead. No additional adverse patient effects were reported. As of today, this product has not been returned to boston scientific for further investigation.